Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire near the clevis hole. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire did not show damage. Additionally, the instrument was found to have a broken main tube approximately 1.57" from the distal tip. A piece measuring approximately 0.158¿ x 0.185¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling. There were scratch marks/abrasions at the distal end near the break. The instrument was found to have an excessive amount of dried, white residue on the clamping pulley of input(s) # 6 (grip) and, 7 (grip), located in the backend of the instrument. The groove surfaces exhibited a residual, powder-like deposit, that could be removed by wiping. The complaint was confirmed by failure analysis

Event description:
It was reported that during central processing, it was identified that the cables of the fenestrated bipolar forceps instrument were loose at the distal end. There was no residue noted around the distal tip/cable grooves.